Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. It is confirmed the site used electrolube. Electrolube is not provided by isi and is not suggested in the tip cover accessory or monopolar curved scissors instructions for use. The use of electrolube with the monopolar curved scissors has not been validated by intuitive. Therefore, the use of the electrolube is considered mishandling/misuse. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the tip cover accessory fell inside the patient and was found to be missing. The procedure was converted to an open procedure to look for the tip cover accessory. However, the surgeon could not locate the tip cover accessory. The location of the tip cover accessory is unknown, and there is a potential that it is retained inside the patient. The root cause of the reported event is unknown. Due to misuse mishandling secondary to usage of electrolube, there is no indication that a malfunction of the mcs instrument or tip cover accessory occurred.

Event description:
It was reported that during a da vinci-assisted component separation surgical procedure, at the removal of the monopolar curved scissors (mcs) instrument. The surgical staff noticed that the tip cover accessory was missing. In the end, the procedure was converted to an open surgical procedure to look for the tip cover accessory. It is unknown at this time if the missing tip cover accessory fell inside the patient and was retained. On 07- january ¿ 2019, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following information regarding the reported event: it was reported that during a da vinci-assisted component separation hernia repair surgical procedure surgical procedure, the surgical staff noticed that the tip cover accessory had a tear at the distal end. The surgical staff removed the mcs instrument at that time and it was observed that the tip cover accessory was missing and had fallen inside the patient. The customer was able to retrieve the tip cover accessory using a da vinci grasper instrument. The csr noted that he did witness some instrument collision and that the customer had used electrolube. The site replaced the tip cover accessory. However, during the mcs instrument removal, the second tip cover accessory also fell inside the patient. The surgeon looked for the missing tip cover accessory; however, could not find it. The surgeon then replaced the tip cover accessory to continue with the procedure. They found a tear at the distal tip and replaced the tip cover accessory. They completed the procedure with the fourth tip cover accessory. Once the procedure was completed the surgeon converted the robotic procedure to an open surgical procedure to look for the missing tip cover accessory in the abdominal wall and cavity. It was reported that the site did take an x-ray to look for the tip cover accessory and could not find any evidence of the missing tip cover accessory. The csr stated that at the time of this report, the location of the tip cover accessory is unknown and if it was retained inside the patient. There is no video recording of the surgical procedure. The csr confirmed the use of electrolube by the site during installation of the tip cover accessory. There are no post-operative complications reported.